Event description:
The pt received a zimmer mmc cup 66mm/58mm code x on (B)(6) 2010 on the left hip. He experienced pain due to the loosening of the cup. The pt is currently being monitored.

Manufacturer narrative:
The pt has not undergone revision surgery at the time of this report but the lot numbers has been received and reviewed. The device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. We will submit an updated report once we received additional information. (B)(4).